Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire were selected for atherectomy procedure. During the procedure, it was noted that the wire got stuck in the burr catheter. The devices were removed together as one unit. The procedure was completed with another rotapro and rotawire. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator rotalink burr catheter was received for analysis. The rotawire used in the procedure was returned within the burr catheter. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to a kink in the wire. In order to determine the functionality of the returned burr catheter, a test rotawire was used. During analysis, the test wire was able to be fully inserted and removed with no resistance or issues.

Event description:
It was reported, that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire were selected for atherectomy procedure. During the procedure, it was noted, that the wire got stuck in the burr catheter. The devices were removed together as one unit. The procedure was completed with another rotapro and rotawire. There were no patient complications reported.